Manufacturer narrative:
The reported events of difficult activation and premature separation were confirmed. As received, a catheter was returned in one piece without a device. Visual analysis of the catheter did not find any anomalies. X-ray inspection of the catheter noted both tethers to be buckled/damaged in the transition zone and the torque coil offset/damaged in multiple locations distal to the transition zone. Dimensional analysis that was performed found all measurements that were able to be taken were within product specification. The reported events were isolated to the buckled/damaged tethers located at the transition zone.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the lp was not properly fixated and needed to be repositioned. It was noted that the delivery catheter met resistance going into long tether mode. After the lp was unfixated to reposition, the lp prematurely separated from the catheter and travelled to the pulmonary artery. The lp was removed and replaced. There were no patient consequences.